Event description:
It was reported that during the pre-use check, there was leakage of circulation water from the connector. No additional information was available. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One picture and one sample were received for evaluation. Based on visual inspection of photo, leakage can't be confirmed. Also, there was no noticeable any cracking on tube surface, nor luer lock adapter that would cause condition reported. The sample was visually inspected under normal lighting. Sample was visually inspected in following components: tube surface, luer lock adapter, reflux connector w/ ports and assembly connector swivel return. Visual inspection was performed to sample unit, no marks or stains were observed on tube surface, or reflux connector or swivel connector: however, there was a visible white stain in connection, caused by solvent absence. This could cause condition reported. Based on manufacturing procedure and failure mode reported, a leakage test was performed on sample provided, in order to verify if leakage can be caused by cracking on luer connector and the sample leaked. Complaint was confirmed. Root cause can be determined as lack of solvent in connection. Based on root cause determined following actions will be taken: solvent dispensers replacement and a containment awareness notification for failure mode reported to production personnel.